Manufacturer narrative:
Device evaluated by manufacturer:during the visual inspection was noted the balloon was torn circumferentially at its proximal end; the balloon was not detached from the catheter, it only rolled to the distal tip of the catheter; the proximal and distal bonds are continuous. The distal tip of the catheter looked in good condition, its surface was smooth, indicating it was not broken. No more damages were found in the device. Functional testing cannot be performed based on the returned condition of the balloon.

Event description:
It was reported that the balloon was not present. The target lesion was located in inter iliac. A 7/2/100 occlusion balloon catheter was selected for use. During the procedure, the balloon was inserted through the non-bsc 7f introducer. However, when they inflated it and liquid flushed out, it was noted that the balloon was not present on the catheter. No fragments of the device were found, recovered and left inside the patient. The procedure was complete with different device. No problem noted from the patient.

Manufacturer narrative:
During the visual inspection was noted the balloon was torn circumferentially at its proximal end; the balloon was not detached from the catheter, it only rolled to the distal tip of the catheter; the proximal and distal bonds are continuous.the distal tip of the catheter looked in good condition, its surface was smooth, indicating it was not broken.no more damages were found in the device. Functional testing cannot be performed based on the returned condition of the balloon.

Event description:
It was reported that the balloon was not present. The target lesion was located in inter iliac. A 7/2/100 occlusion balloon catheter was selected for use. During the procedure, the balloon was inserted through the non-bsc 7f introducer. However, when they inflated it and liquid flushed out, it was noted that the balloon was not present on the catheter. No fragments of the device were found, recovered and left inside the patient. The procedure was complete with different device. No problem noted from the patient.